Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart alarm and no blank display anomaly noted during test. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and unexpected restart. A cold reset was performed.. The blood glucose at the time of the incident was 228 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.